Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiib endoleak of the distal portion to the bifurcated stent graft is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest multiple type ii endoleaks (of the lumbar and internal mesenteric artery) occurred that were not included in the event as reported. This finding was discovered during an examination of the 2-day post index CT (computed tomography) scan. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported to be in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and afx vela infrarenal proximal extension. Approximately nine (9) days post initial procedure, the patient presented with a suspected type iiib endoleak per CT (computed tomography) scan and angiogram. The patient is reportedly in good condition, and it is unknown if the physician plans to re-intervene. Additional information received per clinical assessment indicating that multiple (non-device-related) type ii endoleaks also occurred at the time of the reported event.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiib endoleak of the distal portion to the bifurcated stent graft, and the secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest multiple type ii endoleaks (of the lumbar and internal mesenteric artery) occurred that were not included in the event as reported. This finding was discovered during an examination of the 2-day post index CT (computed tomography) scan. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and afx vela infrarenal proximal extension. Approximately nine (9) days post initial procedure, the patient presented with a suspected type iiib endoleak per CT (computed tomography) scan and angiogram. The patient is reportedly in good condition, and it is unknown if the physician plans to re-intervene. Additional information received per clinical assessment indicating that multiple (non-device-related) type ii endoleaks also occurred at the time of the reported event. Additional information received indicating the physician elected to treat the patient by implanting a second afx2 bifurcated stent graft on (B)(6) 2021. Reportedly, the endoleak was successfully resolved.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft and afx vela infrarenal proximal extension. Approximately nine (9) days post initial procedure, the patient presented with a suspected type iiib endoleak per CT (computed tomography) scan and angiogram. The patient is reportedly in good condition, and it is unknown if the physician plans to re-intervene.